Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (250-270 mg/dl) the customer took a bolus to stabilize bg level. The customer believes the pump stopped delivering insulin. However, it was not confirm. No alerts or alarms were found in the pump history. The customer was instructed to upload pump data. However, the customer declined. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.